Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Drive support cap was sticking out. Insulin was squirting out during manual prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring and loose/protruded drive support disk.